Event description:
It was reported that "users have found difficulties in monitoring invasive blood pressure. After a research all along the pressure line, at priori, the arterial catheters, modules and monitors are to be released. By cons, it seems that the sets of pressures are involved, and in particular the size of the vented cap which is a little larger than the catheter one. This caused leaks with the consequences of a distorted monitoring, and catheters that become blocked more often. Observation by the biomedical engineer indicated that a leak of 3mmhg/s appeared. This explained the recurring problem of invasive pressure measurement with curves and depreciated values under pressure cuff. Additional information and clarification has been requested.

Manufacturer narrative:
The device evaluation is anticipated. However, at this time the complaint could not be confirmed without the product. A supplemental report will be sent with the final investigation results.

Manufacturer narrative:
One single dpt was received for analysis with attached stopcocks on both ends of the dpt housing. The IV set and pressure tubing were not returned with the unit. The arterial catheter which was described in the customer's report was also not returned. During functional testing, the dpt zeroed and sensed pressure accurately on a pressure monitor. Pressure was measured at various pressure values, 0, 50, 100 and 300 mmhg. No leakage was detected from the dpt and attached stopcocks during leak testing. No visible damage or defect was observed on the returned dpt and attached stopcocks. The customer report of difficulties in monitoring invasive blood pressure due to leakage was not confirmed. With such limited usable information, it is not possible to determine what factors may have contributed to the complaint. No actions will be taken at this time.

Event description:
Additional information on event description was received. It was reported that ''users have found difficulties in monitoring invasive blood pressure. After a research all along the pressure line, at priori, the arterial catheters, modules and monitors are to be released. By cons, it seems that the sets of pressures are involved, and in particular the size of the vented cap which is a little larger than the catheter one. This caused leaks with the consequences of a distorted monitoring, and catheters that become blocked more often. Observation by the biomedical engineer indicated that a leak of 3mmhg/s appeared. This explained the recurring problem of invasive pressure measurement with curves and depreciated values under pressure cuff.'' Multiple attempts to obtain clarifying information were largely unsuccessful. It is unknown why the vented caps are not replaced, as recommended. As reported, leakage was noted at the level of the sensor and at the level of the arterial catheter but no cracks were visible; blood did not back up the line. When asked about the ''leakage of 3mmhg/s,'' the reporter stated it ''means a leakage of fluid.'' No further clarification appears to be forthcoming.